Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device, reviewed the event history logs and confirmed the reported complaint in the logs. The flow sensor receptacle/connector was disassembled, the receptacle/connector printed circuit board (pcb) was not adhered properly and was loose inside of the device. The flow sensor receptacle/connector needs to be replaced and is pending customer approval.

Event description:
It was reported that during use a ventilator generated a system error message. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
(B)(4).